Event description:
Unomedical reference number (B)(4). Event occurred in canada. It was reported that the patient faced an event of leakage with three infusion sets every time they took a bolus. Patient reported that site was all wet and there was nothing wrong with tubing. The set was in use for three days. Patient reported that the location of the leak is qr and site of insertion no further information available.

Manufacturer narrative:
Device 1 of 3. (B)(6).